Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure a farawave was selected for use. The 8 applications were delivered in the left superior pulmonary vein (lspv) and 6 in the left inferior pulmonary vein (lipv), then a st elevation was observed on leads v2-3. A nitrogen injection was given and a coronary angiogram (cag) was performed. After the st elevation was relieved, another application was performed but the issue occurred again. The procedure had to be cancelled due to this event. The device is expected to return. No air was observed inside of the patient, a small amount of air was observed inside of the device. The sheath has been received at boston scientific post market laboratory for analysis.

Manufacturer narrative:
The device has been received at boston scientific for analysis. During product analysis the device passed all test performed, showing no evidence of visible air/bubbles or other failures were observed. The allegation was unable to confirmed, and no evidence or abnormalities were seen during the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure a farawave was selected for use. The 8 applications were delivered in the left superior pulmonary vein (lspv) and 6 in the left inferior pulmonary vein (lipv), then a st elevation was observed on leads v2-3. A nitrogen injection was given and a coronary angiogram (cag) was performed. After the st elevation was relieved, another application was performed but the issue occurred again. The procedure had to be cancelled due to this event. The device is expected to return. No air was observed inside of the patient, a small amount of air was observed inside of the device.